Manufacturer narrative:
(B)(4).

Event description:
Consumer complaint of erratic blood glucose test results. Expected fasting blood glucose test result range is 100 to 145 mg/dl. Testing performed three to four times daily. Customer does not feel well. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings and observed symptoms. Currently taking insulin to manage diabetes. Verified storage of product is not within instructed specification since they are retained in the kitchen. Test strip lot manufacturer's expiration date is 10/14/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (date / time not set): 1: 129mg/dl (B)(6) 2015 03:16:00 pm fasting:yes; 2: 156mg/dl (B)(6) 2015 03:10:00 pm fasting:yes; 3: 161mg/dl (B)(6) 2015 02:25:00 pm fasting:yes; 4: 183mg/dl (B)(6) 2015 01:52:00 pm fasting:yes; 5: 92mg/dl (B)(6) 2015 12:40:00 pm fasting:yes. Adverse event not reported.